Event description:
It was reported, the patient has lost stimulation due to not recharging the ipg as recommended. In turn, the charger and programmer are unable to communicate with the ipg. An sjm representative met with the patient for troubleshooting but resolution could not be obtained. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.